Event description:
It was reported that the an unknown issue with the device air in line sensor occurred. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line assy. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the moog ail kit. A review of the device history record showed the device had a manufacture date of 29jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the an unknown issue with the device air in line sensor occurred. No additional information was provided. There was no patient involvement.